Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that on 3 occasions during use the nurse was unable to get the metal bevel out of the bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: reported that this morning, three catheters in 22g had the same problems: while the nurse is in the vein, she can't get the metal bevel out of the catheter. She is forced to take out all the device and realizes that the bevel has perforated the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that on 3 occasions during use the nurse was unable to get the metal bevel out of the bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: reported that this morning, three catheters in 22 g had the same problems: while the nurse is in the vein, she can't get the metal bevel out of the catheter. She is forced to take out all the device and realizes that the bevel has perforated the catheter.